Manufacturer narrative:
Based on the limited contents of the information provide to date, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's alleged post operative experience. Additional information has been requested. A review of the manufacturing records found that the lot was manufactured to specification. When/if additional information is obtained, this report will be updated. Note: sections a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: "on (B)(6) 2013, a gynecologist in the (B)(6) had placed a bard 3d mesh. Immediately after the intervention, the patient suffered from severe multiple complaints". No other details were provided.